Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rear0174 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
Per report received from facility: patient came to vascular access for a PICC line to be inserted. Team carried out the procedure in the standard way and noted the catheter head in the correct position. The stylet did not come out smoothly when removed and user had to hold the catheter tightly to remove the wire. Once removed, it was found that the catheter had "concertinaed" up. The patient was sent for x-ray to determine position of catheter in internal jugular vein. The catheter was flushed and rewired using a cook 0.18 wire. Again, it was reported that the wire was difficult to remove; therefore, both the catheter and the wire were removed. Once the catheter was removed it was found that there were multiple perforations. Facility started the procedure afresh using new equipment; no problems occurred.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong nxt clearvue catheter. The sample was received assembled with a two-piece connector. Longitudinally aligned splits were observed at the 39cm depth marking and between the 40cm and 41cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, spraying leaks were observed emanating from the sites of the aforementioned splits. Tactile inspection of the sample revealed slight tensile weakness in the vicinities of the splits. Microscopic inspection of the splits revealed inward-curving edges. The split edges exhibited a granular texture. Following longitudinal bisection of the catheter in the region of the splits, microscopic inspection of the inside surface revealed abrasion damage. The interior damage was significantly more extensive than the exterior damage. The catheter split characteristics were typical of damage caused by the inlaid stylet. The abrasions and deformation observed along the inside surface of the catheter suggested that the stylet was manipulated prior to being wetted. The stylet possesses a hydrophilic coating and must be wetted prior to removal/manipulation in order to reduce friction and prevent catheter damage. The product IFU states ¿flush the catheter with normal saline prior to use.¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and the stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿